Manufacturer narrative:
The hydrus microstent remains implanted in the patient and is not available for evaluation. Device identifiers have been requested; a supplemental report will be filed if new information is received. Elevated intraocular pressure, inflammation, and secondary surgical intervention are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient with moderate primary open angle glaucoma on maximal iop-lowering medication underwent combined cataract surgery with hydrus implantation on (B)(6) 2021. The initial nasal implantation was suboptimal so the microstent was placed more inferiorly. At one-day post-op, intraocular pressure (iop) was 12 mmhg but elevated to the 30s at 2-week post-op. The surgeon stated that the timing suggested steroid response" so the prednisolone 1% eyedrop was switched to lotemax and maximal iop-lowering therapy (including diamox) was re-initiated. On subsequent visits, iop ranged in the high 20s to high 30s with continued inflammation due to the less effective lotemax steroid. The surgeon noted the hydrus was in good position and was not obstructed; the patient had no previous history of inflammation. Surgery to place an aqueous shunt was performed at the end of (B)(6).